Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter's blood glucose has exceeded 600 mg/dl. Earlier that day the customer removed her infusion set and saw that there was a piece of puss stuck inside the tubing which caused an occlusion. The customer changed out the infusion site and treated with manual insulin injections. Troubleshooting could not occur since the daughter was resting, and the mother was advised to have the daughter call in for troubleshooting when she wakes up. No products were returned and three reservoirs and three infusion sets were shipped to the customer since the mother requested emergency supplies.